Manufacturer narrative:
The initial complaint appeared to be a reportable occurrence. Once the sample was returned and evaluated it was determined that a reportable event had not occurred.

Event description:
It was reported that after flushing the catheter before using for the patient, the catheter¿s 3way valve kept opening and was unable to close. The catheter was not used for the patient because the catheter¿s 3way valve was not working properly. The doctor told that a syringe larger than 10 ml was used for flushing and there was no excessive pressure applied to the catheter. There was no reported patient involvement.

Manufacturer narrative:
The device has not been returned, at this time, to the manufacturer for evaluation. A lot history review (lhr) of recw2121 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that after flushing the catheter before using for the patient, the catheter¿s 3way valve kept opening and was unable to close. The catheter was not used for the patient because the catheter¿s 3way valve was not working properly. The doctor told that a syringe larger than 10 ml was used for flushing and there was no excessive pressure applied to the catheter. There was no reported patient involvement.